Event description:
On (B)(4) 2013 during review of the patient¿s programming history it was observed that on (B)(6) 2009 a faulted system diagnostics test occurred that changed the patient¿s settings. No final interrogation was performed and it wasn¿t until the patient¿s next visit that the settings were noticed and corrected. No patient adverse events were reported to have occurred due to this settings change.

Manufacturer narrative:
Analysis of programming history.